Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump would not power on when plugged into a power source. Additionally, the usb cable was broken. Customer¿s blood glucose level was 234 mg/dl. The customer reverted to an alternate method of insulin therapy.